Event description:
Iradimed pump was programmed with drug (propofol), rate, patient weight. Propofol ran out sooner than expected. Biomed inspected pump and pulled logs for review; found that drug library card was slightly dislodged from back of pump during infusion. This results on pump relying solely on programming with no guardrails in place. Drug library card is in a vulnerable, exposed position on back of pump causing increased likelihood of dislodging or fluid intrusion impacting pump safe usage.